Event description:
It was reported that shortness of breath and valve thrombosis occurred. A 23mm lotus edge valve was successfully implanted. Aspirin and plavix were given post procedure. Twenty eight (28) days post procedure, the patient presented with shortness of breath. Echocardiography indicated an increase in gradient from 7mm hg to 46mmhg and confirmed valve thrombosis. Plavix was discontinued and eloquis 2.5 taken twice a day (bid) was prescribed. Patient will return for followup echocardiogram in two weeks.

Event description:
It was reported that shortness of breath and valve thrombosis occurred. A 23mm lotus edge valve was successfully implanted. Aspirin and plavix were given post procedure. Twenty eight (28) days post procedure, the patient presented with shortness of breath. Echocardiography indicated an increase in gradient from 7mm hg to 46mmhg and confirmed valve thrombosis. Plavix was discontinued and eloquis 2.5 taken twice a day (bid) was prescribed. Patient will return for followup echocardiogram in two weeks. It was further reported that post-procedure moderate aortic regurgitation occurred.

Manufacturer narrative:
B5 describe event or problem - updated. B6 impact codes - updated. B6 device codes - updated.